Event description:
A nurse contacted baxter's technical svc ctr regarding a home pt on tidal therapy on a homechoice device. The nurse needed him to do a complete drain. The technical svc rep (tsr) called the home pt. Home pt was in fill 2. The fill volume was 1232ml. Tsr put the home pt into manual drain to drain everything out. The drain volume was 3736ml. The home pt's normal fill volume is 2300ml with a tidal volume of 50%. The total ultrafiltration per cycle is 62ml. No pt symptoms were reported.